Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine check that cs300 intra-aortic balloon pump (iabp) loud noise coming from compressor. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Complaints associated with general reports of noise coming from the machine are related to general device noise, excluding routine beeps and alarms, with no additional device allegation. The failure mode has not caused or contributed to a death or serious injury in the past two years and has a remote probability of resulting in a death or serious injury, as documented within the risk management file. Additionally, the failure mode has been confirmed through the medical affairs team to be unlikely to result in a death or serious injury. Datascope will no longer report future events for complaints associated with general reports of noise coming from the machine, unless the failure mode is found to cause or contribute to a serious injury.

Manufacturer narrative:
Corrected field: d10 a getinge field service engineer (fse) was dispatched to evaluate the unit. Fse checked the machine and found the machine compressor sound is high. Check the compressor muffler and tight again but still the sound is high. Rest the machine is ok. All pneumatic tests are passed. Need another compressor for testing purpose. Check the compressor muffler and tight again but still the sound is high. Replaced the compressor then check but still the noise is too high then fse opened the compressor again and set the fitment of the compressor then check now the compressor sound is low. Check the machine by user. Handover the machine to user for clinical use.

Event description:
N/a.